Event description:
It was reported that the ventilator was displaying other values of o2 concentration than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was displaying other values of o2 concentration than set. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer reported that the o2 concentration low alarm occurred. There was no on-site visit by our technician - the check of the device was done by customer. No parts were replaced. The issue was decided to be reported in abundance of caution as o2 concentration low alarm may, in some cases, indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined.